Event description:
The enseal trio device being used in the pt started splitting apart. The surgeon recognized the malfunction and removed with equipment and passed it off the field. Intraop photos of shredding taken.